Event description:
An ophthalmic surgeon reported that during a procedure, he removed the plug that was inserted into the cannula and observed the metal part of the cannula was missing. The "blue head" was pressed between his forceps and the "metal part" was on the plug forceps found on the scrub sister table. Additional information has been requested.

Manufacturer narrative:
Received two trocar hub and cannula assemblies with one of the hubs detached from the cannula. The sample was found to be nonconforming due to the hub being detached from the cannula. A visual examination of the detached hub and cannula indicated that there may have been an insufficient amount of glue to properly secure the hub to the cannula. The device history record (DHR) was reviewed. No abnormalities that could have lead to the reported nonconformance were found and the product was released according to the manufacturer's acceptance criteria. An exact root cause could not be determined as to why the hub separated from the cannula. It appears that an insufficient amount of glue was applied to the hub and cannula joint to sufficiently secure the hub to the cannula. An internal investigation has been opened. (B)(4).